Event description:
Info received indicates the bed lost ground.

Manufacturer narrative:
The tech replaced the power cord plug. The tech indicated the ground pin was possibly broken in the power cord.